Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure that there were repeated errors against the e-200 generator. The customer restarted the e-200 multiple times and the issue persisted. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported errors. The site's clinical sales representative (csr) advised that the customer was looking for a backup generator and energy activation cable, and that they were also considering replacing the vision side cart (vsc). The csr inquired if the e-200 could be bypassed the same as the integrated electrosurgical unit (iesu) or erbe. The tse confirmed that it could be. There was no additional information provided regarding how the issue was resolved. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-200 generator. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the e-200 to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was returned for failure analysis, and the reported error was confirmed and replicated. System logs were reviewed, and error code 25913 was identified, confirming the reported issue occurred in the field. Upon visual inspection, no issues were found. According to e200's testing matrix, the unit failed system testing because of "e-200 error" message when powered on. Secondly, the unit failed during fs2 at embedded serializer for master (esm) monopolar a open. Finally, it failed during fs3 at calibration load curve check monopolar. Further investigation found the point generator connection (pgc) board defective, and it will be replaced to address the issue. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical component failure within the e-200 which is likely due to a defective pgc board.

Event description:
Refer to h11 for follow-up information.